Event description:
It was reported that the patient experienced pain at the implant site. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.